Manufacturer narrative:
(B)(6). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that prior to the procedure, it was noted that the pediatric dilator tip was cracked. It was further noted a large crack in the dilator tip. Another kit was used to complete the procedure. There were no adverse consequences reported due to this event.